Event description:
Information was received from a healthcare provider and a patient regarding a patient receiving dilaudid via an implantable pump for spinal pain indications. It was reported that the healthcare provider (hcp) said the patient had a fall and was hurting over the pump. The hcp stated there was swelling and believed the pump was leaking. The hcp had no further information. The manufacturer's technical services specialist (tss) warm transferred the hcp to the national answering service (nas) to page a rep to check the pump. The patient then called with the nurse at the living facility who reported that the patient took a fall yesterday directly onto the pump. The patient reported a burning sensation at the pump site and was worried about the pump not working correctly. The nurse indicated that they have trying all day to get a hold of the a manufacturer representative so that they can have someone come and check the pump. Tss attempted to transfer the caller to nas to page a rep but due to interruption in services globally, the wait time was longer than normal. Tss redirected both the patient and the nurse to reach out to the managing hcp to discuss next steps because the patient was concerned with the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.